Event description:
Reporter stated that the following blood glucose results were obtained when testing venous neonatal samples on the accu-chek sensor system and on a laboratory instrument: on (B) (6) 2008: 64 mg/dl (sensor meter), 48 mg/dl (laboratory); 62 mg/dl (sensor meter), 41 mg/dl (laboratory); 70 mg/dl (sensor meter), 44 mg/dl (laboratory); 76 mg/dl (sensor meter), 46 mg/dl (laboratory). On (B) (6) 2008: 72 mg/dl (sensor meter), 53 mg/dl (laboratory). On (B) (6) 2008: 78 mg/dl (sensor meter), 36 mg/dl (laboratory); 69 mg/dl (sensor meter), 36 mg/dl (laboratory); 79 mg/dl (sensor meter), 48 mg/dl (laboratory). No adverse event associated with the alleged malfunction was reported. The MFR requested the return of the suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B) (6). Reporter did not indicate if the neonate samples were from the same neonate or multiple neonates. No pt info was provided.